Event description:
The customer reported that the ventilator shut down and alarmed when the unit was unplugged for transport of the pt. The customer reported there was no pt harm. The customer reported the unit would not operate on internal battery. Review of the device diagnostic history noted multiple power restore occurrences. The manufacturer's service technician confirmed the unit would not run on internal battery and replaced the internal battery to address the reported problem. Performance verification testing was completed and passed per operating specifications. Per the device user manual, to reduce the risk of power failure, the user must pay close attention to the battery's charge level. The battery's operation time is approximate and is affected by ventilator settings, discharge and recharge cycles, battery age, and ambient temperature.